Manufacturer narrative:
Results: anchor sleeve. Final device analysis revealed no anomalies found for the neurostimulator. It was functioning okay. Foreign material was found in the connector port. The connector block was scratched a power on reset occurred. Final device analysis revealed no anomalies found for the extension. It was functioning okay. The continuity was acceptable. The distal proximal ends were intact and undamaged. The outer insulation was intact. There was cosmetic depression on the outer insulation. Final device analysis revealed a non-standard non-conformance for the lead. The #0 conductor/wire was broken. All the multiple conductors and wires were stretched at the proximal and distal ends. The body insulation was cut. The outer insulation was melted and pinched. The #3 connector was crushed. Final device analysis revealed no anomalies found for the anchor sleeve.

Event description:
It was reported that the patient experienced failed relief of pain. The total device system was explanted. It was noted that the device was on the list for possible battery insulation issues.